Event description:
It was reported that (1) hdh05 was used during a diagnostic lap procedure. It was reported by the rep that the surgeon was using hook device with pedal activated when the tip cracked off inside pt. The broken device was retrieved. The case was completed with another device. There was no consequence to pt.